Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No further information was available.